Event description:
It was reported that intra-operatively the devices bearings fell out but were all collected, so none of them are missing. There was no patient impact.

Manufacturer narrative:
H3) the device has been returned to the manufacturer for analysis. However, the analysis has not yet been performed. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.